Manufacturer narrative:
Lot number, expiration date, device mfg date: lot # 4949284, exp. Date 08/01/2025, mfg date: 08/01/2020, or lot # 4461396, exp. Date 11/01/2024, mfg date 11/22/2019. (B)(6). It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional information becomes available, supplemental reports will be submitted.

Event description:
Medsun mandatory medwatch report (uf/importer reporter # (B)(4) was received stating the spiros filter line was leaking at the spiros cap. It was a brand new line and is a recurring event at the facility. Patients, staff, and anyone present near the patient such as family members are potentially exposed to hazardous materials such as chemo agents when this type of event occurs. The event happened at the hospital specifically patient room and the approximate age of device was 1 day. The date occurred on an unknown date in (B)(6) 2020.